Event description:
A miniarc sling was implanted and it was reported that, as a result, she experienced, "mesh erosion, hardening, chronic pain and worsening urination," leading to, "serious injury; required and will continue to require healthcare and services," "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." Also, the mesh caused or in the future will cause, "severe personal injuries, pain and suffering, severe emotional distress," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.